Event description:
It was further reported that ventricular pacing failed at maximum output and there were non-sustained ventricular tachycardia (nsvt) episodes and a high number of short interval counts (sic). Far field p wave oversensing and double counting of t waves was suspected. The physician decided to have the patient¿s subclavian x-rayed and the patient was sent home.

Event description:
It was reported that there was high thresholds and gradually increasing and high impedance on the right ventricular lead. The lead is still in use and will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and there was rv cross-chamber oversensing. 33086 short interval counts (sic) occurred over the last 230 days, with an average of 143 per day. There were no non-sustained tachycardia (nst) episodes with short intervals. Stored episodes appear to be cross chamber oversensing. Previous episodes were not interrogated. Rv pace impedance rises exponentially until from 5500 ohms on (B)(6)-2012 until it is undefined above 16,000 ohms in october 2013. (B)(4).